Event description:
It is reported that during an unidentified surgical procedure, a small battery drive would not oscillate. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Upon further review, it was noticed that this complaint is considered non-reportable.